Event description:
An automated peritoneal dialysis (apd) patient experienced peritonitis manifested by abdominal pain, fever, cloudy effluent, nausea, vomiting. The cause of peritonitis was not reported. It was not reported if the patient was hospitalized for the event. On the same day as the event onset, the patient was treated with vancomycin (1.5 gm, discontinued after 12 days, route and frequency were not reported) and ceftazidime (2gm, discontinued after 12 days, route and frequency were not reported) for peritonitis. At the time of this report, the patient has recovered from the event. The patient's pd catheter was removed and pd therapy was discontinued 12 days after the event onset. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.